Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2013-00034. Poligrip (distributed as super poligrip in the united states), is manufactured in (B)(4), and neither the product nor the lot number for this product is available. Tsuda I et al. A case requiring laparoscopic enterotomy for ileus caused by denture adhesive. The hokkaido journal of surgery 2013;58(1):36-9. (B)(4).

Event description:
This case was reported in a literature article and described the occurrence of ileus due to accidental ingestion of a denture adhesive in a 78-year-old female pt who received double salt dental adhesive cream (new poligrip sa) for denture wearer. At the age of 15, appendicitis developed, for which appendectomy was performed. At the age of 40, diabetes mellitus developed. At the age of 68, periodontal disease developed, for which complete denture was given. At the age of 68, osteoporosis developed. At the age of 72, angina pectoris developed, for which the pt underwent coronary artery bypass with oral treatment with anticoagulant warfarin potassium at 1 mg/day. At the age of 73, chronic rheumatoid arthritis developed, for which the pt received oral steroid treatment with prednisolone at 10 mg/day. At the age of 77, bronchial asthma developed. On an unk date, the pt started double salt dental adhesive cream (dental). In 06/2011, the pt noticed left lower quadrant pain and queasy, and visited the author's hospital. The pt was hospitalized. She was 142 cm in height and 54.9 kg in body weight. While left lower abdominal tenderness associated with mild abdominal distension was noted, no peritoneal irritation sign was noted. No other abnormal findings than increased white blood cells at 17,720/mcl were noted. In abdominal x-ray, a presence of dilated small intestinal gas image was noted. In small intestinal contrast enhanced test, contrast media stagnated in the dilated jejunum even 2 hours after start of the test. In computerized tomography (CT), dilated small intestine and a crab claw-like intestinal foreign body image were noted directly below the left lower abdominal wall. Based on these findings, a diagnosis of ileus due to an intestinal foreign body was made. On hospital day 3, no improvement of the symptoms was noted, and it was considered difficult to maintain conservative treatment. Since the pt had many complications, laparoscopic surgery was selected to decrease surgical invasion. Perioperative findings: by applying single-incision glove method, a 4.0 cm minilaparotomy incision was placed in the bottom of the umbilicus, and the pt was fitted with wound retractor xs and surgical gloves. A 12 mm port for a laparoscope and a 5 mm port for surgical forceps were established. In addition, a 5 mm port for surgical forceps was inserted from the wound produced during the appendectomy. The left lower abdomen was observed through the laparoscope, the jejunum containing a foreign body was found, and was pulled out through the minilaparotomy incision. The jejunum was incised with the removal of the foreign body, and each layer was sutured and closed. The foreign body was 4 cm in size, and was flat and white with elastic and fragile characteristics on palpation. After the surgery, the excised specimen was presented to the pt's family, who indicated that the specimen was a mass of paste of an over-the-counter denture adhesive that the pt had used. Findings of infrared spectroscopy: the absorbance curve of the excised specimen was almost consistent with that of the denture adhesive that the pt had used. Therefore, it was determined in line with the family's indication that the excised specimen was the denture adhesive that the pt had taken by mistake. Postoperative course: on day 4 after the surgery, the pt started to take meals, and on day 12 after the surgery, the pt was discharged from the hospital with a favorable course. When the pt received a medical examination as an outpatient 2 months after the surgery, the incision wound in the umbilical area was almost hidden in the umbilical hollow, and the port wound added to the wound produced during the appendectomy was unrecognizable. At the time of reporting, the events were resolved. The authors considered the events were probably related to treatment with double salt dental adhesive cream. Reporter's comment: "the present case was reported as the first case in (B)(6) of ileus due to accidental ingestion of a denture adhesive. It was considered that a denture adhesive should be identified as a dentistry-related foreign body in the future".